Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with a blank display anomaly due to poor solder join connections on electrical board. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with broken belt clip rails, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after fell on the floor. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was not exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.